Event description:
Seirin j-type no.3 (dia0.20)×60mm acupuncture needles were used during the acupuncture treatment. After 5-10 minutes of treatment, when the acupuncturist removed the needles, one top of the needle was found to have remained inside the body of the patient. At this moment, the top of the needle, as well as the removed needle shaft, have not been provided yet for examination.